Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("blood clot") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (an emergency surgery). At the time of the report, the genital haemorrhage outcome was unknown. The reporter provided no causality assessment for genital haemorrhage with essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.